Event description:
It was reported that during a sigmoidectomy procedure, the hand switch did not work properly. No error code was displayed. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device being returned.

Manufacturer narrative:
Date sent: 03/05/2009. Information not available, device not returned for analysis.